Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during ligation of tissue on a laparoscopic cholecystectomy, the first device had an issue with loading and firing and its handle broke while being squeezed. It was also stated that the second device had no issues while being fired but handle broke while being squeezed as well. A new device was used to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of three devices. Microscopic inspection of the first instrument noted presence of clips in the tube. However, it was observed that the pusher bar was buckled, and the firing handle was broken in a manner consistent with cycling through the end of application safety interlock. The red indicator was visible in the window. Functional evaluation could not be performed as the safety interlock feature was engaged. Disassembly of the instrument confirmed the firing handle had broken in a manner consistent with cycling through the end of application safety interlock. The second instrument was received partially. Visual inspection of the instrument noted that one of the jaw legs was out of position and was bent outward. Functionally, the condition of the instrument precluded an evaluation. The third instrument was received partially applied with six remaining clips. The remaining eight instruments were received sealed. No visual abnormalities were observed with the instruments. The instruments were applied to appropriate test media for functional evaluations. The instruments were found to cycle without binding. Clips advanced into the jaws, formed properly, and were held securely in place after full formations were achieved and the firing handles were released. In addition, when the cartridges were empty, the interlocks engaged to prevent the jaws from approximating. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the buckled pusher bar condition may occur under the following conditions: if the load indicator printed on the distal end of the instrument shaft has not cleared the distal end of the cannula and the instrument is fired. If a heavy load is applied to the side of the jaw which partially closes it during the clip loading process. Replication of the broken handle (broken interlock) may occur when an attempt has been made to cycle the handle after it has engaged in safety interlock due to the buckled pusher bar. The safety interlock feature engages to prevent the jaws from closing in the absence of a clip. The firing handle will fail, as observed, if an attempt is made to over-ride the safety interlock. The root cause of the observed damage was due to the product not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. Information is provided in the future, a supplemental report will be issued.